Manufacturer narrative:
The user reported receiving a glucose suspend alert. The sensor was returned for further investigation. In house testing of the returned sensor showed optical instability, which was attributed to delamination of internal sensor components as confirmed via microscope. The user was offered a sensor replacement as part of resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.